Event description:
An (B) (6), male, with post prostatectomy was implanted with an aus device on (B) (6) 1996. On (B) (6) 2002, the entire device was removed and replaced. Reason not indicated. Ams has requested additional info.

Manufacturer narrative:
Additional catalog #s: 72400024; 72400098. Additional lot/serial #: (B) (4); (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.